Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Caller reported that since the patient was implanted, all 7 programs cause the patient pain in the same area. Caller stated that the pain was located in the patient's pelvic bone on the left side next to the vagina. Caller mentioned that they have not been able to go in for surgery to fix the wires at this point and they have turned the therapy off because there was no benefit. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient stated they were going to check the wires and therapy on november or december. Patient's rep reported: painful stimulation. Symptoms reported: urinary symptoms.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they cannot get the therapy to work. Patient said they have pain from one wire in their pelvic area and they have tried 3 different programs. Patient stated they ended up in the hospital and talked to the doctor about it. Patient mentioned they have a follow up appointment this week. Agent asked patient if the pain was related to the stimulation or related to incision and patient said it was related to where the wire was. Patient was on program 4 and they haven't been able to get above 2.1 and there was no benefit. The patient also reported a painful stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue.